Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not sit flush on the tibial tray.

Manufacturer narrative:
Visual inspection of the returned components found that the dovetail feature was flared out on one side while on the other side the posterior portion was flared out and the anterior portion was compressed. Dimensions were found conforming to print specifications where measured. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface. This complaint regarding an articular surface failing to snap/lock into tibia baseplate has been previously investigated. The articular surface was not correctly placed and oriented before pushing it using the inserter instrument. The flared portion of the dovetail feature and the gouging marks tend to result from the removal of the component from the tibial plate. The mating problem encountered is related to surgical technique and user error is considered to be the root cause.